Event description:
It was reported when the device was used in a stomach resection procedure, it fired malformed staples. Another device was used to complete the case. There was no conseqeunce to the patient.